Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, the patient reported that she removed the sensor due to pain; however, the wire remained in her skin. There was skin inflammation, swelling, pain/ discomfort, redness, rash and skin infection. She stated that she visited her doctor on (B)(6) 2026, who confirmed that the wire was stuck under the skin. The doctor attempted to remove it but was unsuccessful and advised monitoring to determine whether it would come out on its own. The patient was also advised to consult a dermatologist and to seek immediate care at the emergency department or urgent care if swelling increased. A surgical procedure was performed on tuesday, on (B)(6) 2026, to remove the sensor wire, during which the patient received four to five sutures. However, the physician could not confirm whether the wire had been completely removed and advised the patient to monitor for signs of infection. It was not documented if an anesthesia was used during the procedure. The patient was prescribed an unspecified oral antibiotic for 10 days. A follow-up appointment is scheduled for on (B)(6) 2026. At the time of the report, patient reported that she is currently doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.